Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pain in extremity ("swelling of the legs and feet with pain"), peripheral swelling ("swelling of the legs and feet with pain"), dizziness ("dizziness"), headache ("headaches"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, pain in extremity, peripheral swelling, dizziness, headache, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dizziness, dysmenorrhoea, headache, menorrhagia, pain in extremity, pelvic pain and peripheral swelling to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms diagnostic results: on an unknown date patient underwent hsg test (no result provided). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and rheumatoid arthritis ("rheumatoid arthritis") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder injury. * on an unknown date patient underwent hsg test (result not provided). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with pain in extremity and peripheral swelling, headache ("headaches/migraines"), fatigue ("fatigue") and migraine ("migraines/headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"), 1 year after insertion of essure. On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), the second episode of menorrhagia ("menorrhagia"), anxiety ("anxious"), depression ("depressed"), abdominal pain ("abdominal pain / left side") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with removal of the essure devices / salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea, dizziness, headache, the last episode of menorrhagia, anxiety, depression, fatigue, migraine, nausea and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic discomfort, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - new event "abnormal bleeding (general), abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), rheumatoid arthritis, fatigue, migraines , nausea, abdominal pain" were added. New reporter were added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.